Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that a neonate's blood glucose was measured, on the inform system, with a result 1.5 mmol/l. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 2.7 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.